Event description:
It was reported that two devices were received in wet and damaged packaging. It was reported that the equipment inside was also wet and missing six pieces of the breathing circuits. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. They were received in wet and damaged packaging. The equipment in the damaged packages were also wet. Visual and functional testing were performed. Upon visual inspection, it was observed that six pieces of the device breathing circuits were missing. The tamper seal was still intact. There was damage to the patient valve of the device as well. The device was tested against the service test specifications associated with said device. The root cause of the reported issue was found to be caused by water damage and impact that occurred during shipping. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).